Event description:
It was reported that a patient got the power-on-reset (por) message on their programmer. It was stated that this was due to a second over-discharge. The cause of the over discharge was not known. The por was cleared. There were no symptoms or injuries related to this event. The patient outcome was unknown. Further information was requested. If more information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).